Event description:
A call was placed to the hot line stating the following: "they received a 'fill failure alarm'. The pt is fine, stable, no arrhythmia." The pt is sedated on ventilator and not moving, and there are no kinks, no connection problems or blood in the driveline." The registered nurse stated that they "changed the helium tank (disposable) and one of the physician assistant's (pa) thought that there was a leak at the helium tank connection. The pa mentioned that he could feel in with his hand." The pump was exchanged off the pt. The pump was sent to biomed.

Manufacturer narrative:
Product will not be returned for evaluation.